Event description:
The user alleged that while using the sys there was an inaccuracy issue. The user reported that there were problems getting correct accuracy registration on the main corina. The user reported that the sys showed him to be in the left airway when he has visually verified with the bronchoscope to be touching the main corina directly. The case was able to be completed by the user, and there was no harm or injury to the pt.